Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 90-120mg/dl - fasting. Reviewed meter memory: 85mg/dl (B)(6) 2015 07:29:00 am fasting:yes; 220mg/dl (B)(6) 2015. Customers concern: 85mg/dl (B)(6) 2015 7:29am. Customer was unable to provide additional results from the meter's memory. Customer is currently taking 70/30 insulin and an oral medication.